Event description:
We have now received 2 custom plastics packs that have dirt in them and the double basin that was inside the pack had a hole in the wrapper making the complete pack unusable. Ref report: mw5162043.